Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Technical support recommended replacing the pump, and the customer was informed that a new pump with updated software would be provided. The customer was instructed to continue using the current pump until the replacement arrived.